Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
It was further reported there was an apparent lead fracture. (B)(4).

Manufacturer narrative:
Additional information received reported that the lead has been partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.